Manufacturer narrative:
Pending evaluation.

Event description:
Revision surgery possibly due to poly wear.

Event description:
This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00566 and 1038671-2018-00568.

Manufacturer narrative:
After further review of additional information received the following sections a1, b4, b5, b6, b7, g4, g7, h2, h3, h4 and h6 have been updated accordingly. H3: the complaint product was not returned for analysis. The reported malfunction and product condition cannot be confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The manufacturing lot information was not provided, therefore, no information regarding the manufacturing of the specific device lot can be gathered at this time. There were no user-related issues reported that appear to have contributed to the reported event. The revision reported was likely caused by excessive wear of the tibial insert. However, the cause of the prosthesis wear cannot be determined because the component was not returned for evaluation and there were no x-rays provided. H6: in review of labeling there is a listed contraindication for use as a patient's age, weight, or activity level could cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacement. Conditions of excessive wear of the implant components secondary to impingement of components or damage of articular surfaces and disassociation of modular components, could cause surgical intervention or revision. It is also known that only surgeons who are knowledgeable with the devices and instrumentation are to use company products. Based on review of all available information, there is no evidence to suggest that the reported revision and noted prosthesis wear is related to any design or manufacturing issues. The revision is most likely due to prosthesis wear of the tibial insert. However, the cause of the prosthesis wear cannot be determined because the component was not returned for evaluation, no x-rays or post device ex-plant photos were provided and there is no information regarding patient risk factors. This device is used for treatment, not diagnosis. Section(s): no information has been provided. A2, a3, a4, a5, a6, d6. Corrected data: h3: device evaluated by manufacturer.